Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while reportedly wearing the lifevest. Prior to passing, the patient experienced an appropriate defibrillation event on (B)(6) 2018 consisting of five lifevest shocks and two non-lifevest shocks. The patient was in the hospital at the time of the event and was reportedly unconscious. The lifevest detected vt at 02:22:04 and subsequently delivered a treatment at 02:23:05. The post-shock rhythm was asystole with intermittent cardiac activity and CPR artifact. Between 02:24:46 and 02:29:06, the patient received four more lifevest treatments. The patient's rhythm at the time of the treatments is unknown as the patient's rhythm was obscured by CPR artifact. CPR artifact contributed to the false detections. The five lifevest shocks ranged in energy from 119-130j. The low energy pulses were caused by high impedance. The cause of the high impedance is unknown. The device properly delivered conductive gel during the event. There is no indication that the high impedance was caused by a device malfunction. The patient also received two non-lifevest defibrillations at 02:27:50 and 02:30:59, respectively. CPR artifact obscured the patient's rhythm. Prior to each non-lifevest shock, CPR was stopped, briefly allowing the patient's underlying rhythm to be seen on the ECG. The patient's rhythm at the time of the non-lifevest treatments was vf and vt. Following the last treatment shock at 02:30:59, the patient was in asystole with intermittent cardiac activity. The patient remained in asystole with intermittent cardiac activity until the electrode belt was disconnected at 02:48:44. The patient subsequently passed away on the same day. Post-shock asystole is a known potential outcome of defibrillation. The lifevest performed as designed and appropriately detected and treated a life-threatening rhythm (vt).